Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the device would not administer bolus and it would stop basal flow without manipulation. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Multiple boluses and basal rates were programmed. All boluses were properly delivered and recorded in the history and daily totals. No bolus anomaly was noted. The pump was unable to download to care link due to multiple displayable history alarms in the history screen. The alarms were due to a corrupted history file. The pump was received with cracked battery tube threads and minor scratches on the lcd window.